Event description:
The filter was placed on (B)(6), 2010. The physician was notified on (B)(6), 2010 that during a routine CT, it was evident the filter had migrated in the ivc just inferior to the right atrium and had tilted medially. The pt is asymptomatic. Importer narrative: a review of the procedure films was performed by a MFR representative. Results of this film review showed the deployment of the filter was perfect. The film review does not suggest an event related to the implantation was the cause of the subsequent filter movement. The distortion of the filter in this case suggests an active force for displacement likely occurred. Info regarding post-implant procedural events is not available. The filter remains in the pt.